Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734775, serial/lot #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. As reported, one of the two returned cables had a damaged dvi connector. The connector shell was bent out with one pin bent inside the connector. A continuity test confirmed an open at pin 1. The other returned cable is in good condition and passed a continuity test with no opens or shorts detected. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the dvi cable that connects to monitor was damaged. No patient was present at the time of the event.